Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of short battery life or excessive battery usage. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was able to fully secure onto the pump. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was found inside the pump. Unrelated to the initial complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.